Event description:
It was reported that pump displayed malfunction alarm code 12 with associated fault ID and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and reset was completed without the malfunction recurring, after which customer was advised to continue using pump and to call back if any new malfunction occurred.